Event description:
Suspected adverse reaction involving one pt. An optometrist reported an incidence of infectious central corneal ulcer in the left eye of a pt associated with use of easy care 5 (private label solocare soft lens care system). The pt had rec'd the bottle of solution with a new pair of lenses (unspecified brand) in 2002. Three months later, the wearer experienced red eye with tearing that worsened rapidly. He consulted a gp at the local medical centre and was told that there was a small hole in the cornea. The gp applied anti-inflammatory ointment, covered the eye with a patch and referred the pt to their gp. The next day the pt consulted another gp, as their personal gp was not available at that time. This doctor did not take the time to look at the eye, but told the pt to contact their gp. Pt's personal gp then referred to a nearby hospital. The hospital ophthalmologist then referred pt to another hospital where pt was finally treated. The pt stated that the hospital sampled the solution and the lens case and pseudomonas was detected in both. The pt's cornea is opaque and the pt is currently being treated.